Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of (B)(6) . Bg cause was not known. The customer consumed glucose tablets and received assistance from a family member bringing glucerna shake to the customer to drink to address bg. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Customer was instructed to consult with their healthcare provider. Recommendation was made to consult with a healthcare provider to discuss diabetes management.